Event description:
It was reported that a balloon ruptured was occurred. The target lesion was located in the right coronary artery ( rca ). The 2.00mm x 12mm emerge balloon catheter was advanced to the lesion. The balloon was inflated twice to 16 atms and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient' status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter." (B)(4).